Event description:
During a device check, the customer noticed that the roller pump of the coolgard 3000 ivtm system (sn (B)(6)) would stop rotating intermittently. The roller pump was turning very slowly, and sometimes it even stopped. No patient involvement.

Manufacturer narrative:
The reported complaint that "the roller pump of the coolgard 3000 ivtm system (sn (B)(6)) would stop rotating intermittently" was confirmed during functional testing at zoll. The root cause was the loose central screw on the roller pump. During device inspection, saline crystals were noted to have accumulated in the pump raceway, likely caused by a leaking start-up kit (suk). There was no recent previous reported event found for a leaking suk associated with this coolgard console. Saline crystals in the raceway could have also contributed to the roller pump becoming stuck intermittently. No physical damage was observed on the coolgard console during visual inspection. The system's event log was reviewed and revealed one tcmid:07 (coolant temp high) error message occurred on the customer's reported event date, unrelated to the reported complaint. The system was rebooted and passed the power-on-self-test (post) without further interruptions. During functional testing, the console powered up and passed the power-on-self-test (post) without any faults. However, the roller pump was turning very slowly and sometimes even stopped rotating, confirming the reported complaint. This issue was resolved by cleaning the roller pump raceway to remove the accumulated saline crystals and securely tightening the roller pump loosened screw. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the coolgard console with serial number (B)(6).